Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an increase in shock impedance measurements to 123 ohms. Further review found oversensing of noise for the last two months. A revision procedure was performed where the rv lead was surgically abandoned and replaced the ICD was explanted during the procedure as the physician elected to replace with a single coil device. No additional adverse patient effects were reported.